Manufacturer narrative:
This report is for an unknown tfna helical blade / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure due to a collapsed hip and head element backed out of the lateral cortex. Initially, the patient underwent the first procedure last (B)(6) 2018 due to a reverse obliquity fracture. During the revision procedure, the helical blade was removed and was replaced with a lag screw. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient status is unknown. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date of event: event year reported as 2018; exact date of postoperative head element backed out of the lateral cortex is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the patient underwent a revision procedure due to a collapsed hip and head element backed out of the lateral cortex on (B)(6) 2018 and not on (B)(6) 2019 as reported in initial report.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(4) will capture the first revision event wherein the tfna helical blade backed out of the lateral cortex, while (B)(4) will capture the second revision wherein the tfna nail was broken and was replaced with hip athroplasty.